Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right subclavian in the intensive care unit. During an attempt to obtain venous return, the guide wire lost the way making it difficult to extract. As a result, the guide wire and catheter were removed and replaced with a new one. There was no delay in treatment and no patient death or complications reported. The used product was discarded. Follow up information states the guide wire lost the form and kinked.